Manufacturer narrative:
Additional information: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was returned, an evaluation is pending.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; that during the surgery on (B)(6) 2013 at the start of surgery the doctor chose to use reciprocating blade saw. The saw blade was mounted to reciprocating saw attachment and then to the air pen. It was reported when the air pen was turn on to test and verify the set up; the reciprocating saw attachment broke off and shot out the blade which felt to the ground. It was further reported that due to the incident, there was a prolongation of surgery for a few minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the product development evaluation was completed on the returned the device. The evaluation noted that the returned device was received broken and that the parts that were broken off were not returned. It was determined that a broken part into the reciprocating saw attachment caused the separation of the anchor. No prior service was performed on this device.

Manufacturer narrative:
Additional product codes: dzi, erl, hbe. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.